Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump passed the rewind test, prime/seating test, basic occlusion test and force sensor test. However unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump also had a missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, cracked case at battery tube side and a pillowing keypad overlay. The test infusion set and reservoir does not remain locked in place due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was 273mg/dl at the time of the incident. The customer reported that reservoir compartment broke off. One of the o-rings is missing as well as the top of the reservoir compartment. The customer stated that the reservoir seems to stay locked into place. The insulin pump will be returned for analysis.